Event description:
On (B)(6) 2014, the reporter contacted animas alleging elevated blood glucose levels in the 400 mg/dl range with extreme thirst and leg cramps related to multiple occlusion alarms. During a review of the event, it was found that the patient was not using the infusion sets per the instructions for use however no scar tissue or site issues were noted. It was also found that the reporter was incorrectly filling the cartridge with refrigerated insulin. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error causing occlusion alarms.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.